Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reports to have had a blank screen displayed, lack of battery longevity, and button error alarm. Customer reports to needing to change insulin pump batteries often, and received a blank display screen. Customer also states alarm history shows button error, but customer does not recall receiving a button error alarm. Customer's blood glucose was 230 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.